Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a procedure a black residue was falling from their harmony air g-series surgical lighting system. The residue was cleaned, and the procedure was completed successfully. No report of injury.